Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device. Other relevant devices are: product ID: d-evprop23-29, serial/lot#: (B)(6), ubd: 21-sep-2025, UDI#: (B)(4); product ID: d-evprop23-29, serial/lot#: (B)(6), ubd: 21-sep-2025, UDI#: (B)(4); concomitant products: product ID: evproplus-26; product lot/serial number: (B)(6); product type: heart valves; product ID: l-evprop23-29; product lot/serial number: (B)(6); product type: heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted that the implant was difficult due to the patient's elliptical left ventricular outflow tract, which caused a displacement of the valve when positioning it. Ultimately, a suitable implant position was achieved, and the valve was deployed. A few seconds later, an abrupt dislodgement of the valve towards the ascending aorta was observed. It was reported that angiography verified that the valve did not obstruct the coronary ostia. The dislodged valve was "tied with bow" and a second valve system was advanced. With the first valve "linked and tense," an attempt was made to advance the second valve inside it. However, at the time of performing this maneuver, the patient hemodynamically decompensated, causing cardiorespiratory arrest. Advanced resuscitation maneuvers were performed, and a new aortogram was performed, which showed aortic dissection and total occlusive involvement of the right coronary artery. Despite the resuscitation maneuvers, the patient died.

Manufacturer narrative:
Product analysis for associated product delivery catheter system (dcs) lot # 0011966159: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame on the distal end and the proximal end of the capsule. There were slight bends visible to the stability shaft. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The inner member shaft and spindle hub were intact with no evidence of damage. There were cracks visible to the wire lumen flush port and capsule flush port. There was deformation visible to the threading of the capsule flush port and slight deformation visible to the threading of the stability layer flush port. There was damage visible to the flush hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis for system reported device lot 0011966159: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. When attempting to flush the wire lumen during decontamination, tergazyme solution was noted to be spraying from the wire lumen flush port. When attempting to remove the syringe, the wire lumen flush port detached from the device. The device was received with the capsule fully closed. Delamination was observed over the nitinol reinforcing frame on the proximal end and distal end of the capsule. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. The material at the wire lumen flush port detachment site was jagged and uneven. Cracks were noted to the capsule flush port, stability layer flush port and inline sheath flush port. The crack to the capsule flush port continued into the flush hub. The front grips were removed to further inspect the stability layer flush port crack and deformation was noted to the interior of the material of both front grips that would be in contact with the proximal end of the spring. There was deformation noted to the distal front grip tab. There was slight damage noted to the distal end of the screw gear under the front grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Pre-implant computed tomography (CT) dated (B)(6) 2023 contains motion artifact/blurring. The annulus perimeter measured 64.4 mm which was in range for a size 26 mm evolut, which was reportedly used. Left ventricular outflow tract (lvot) appeared mildly elliptical. The sinus of valsalva (sov) minimum diameter (right coronary cusp (rcc) was less than the recommended diameter of 27 mm, however the mean diameter was 27.2 mm which aligns with the evolut sizing matrix. The sinus and coronary heights were within the recommended ranges. Calcification was seen in atrio-ventricular (av) leaflets. Intra procedural images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Even though images of valve position after final release were not available, it was reported the depth was suitable. It was reported the valve dislodged aortic abruptly. Evidence showed that it was possible the valve dislodged during the removal of the delivery catheter system (dcs), potentially as the paddle was stuck to the paddle attachment. The dislodged valve was snared on the images provided, but upon attempt to advance the new delivery catheter system (dcs), an aortic dissection and occlusion of the right coronary artery were noted on the provided images. Ultimately, the patient died. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that according to the physician, the dislodged valve contributed to the aortic dissection, occlusion of the right coronary artery, and the patient's death. Per the physician, the cause of death was the aortic dissection. The physician also noted that the first-used and second-used delivery catheter system, respectively, did not cause or contribute to the aortic dissection and subsequent death.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm x 40mm balloon. It was reported that the patient¿s elliptical left ventricular outflow tract (lvot) contributed to the dislodgement. Clarification was received that first valve being ¿tied with bow¿ and ¿linked and tense¿ meant that the valve was held with a snare as the second system was attempted to pass through it. It was believed that the aortic dissection was caused by the displacement of the first valve when the second system was attempted to cross through it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.